Event description:
A customer reported that they had obtained a dign result of 0.5 ng/ml (heparin) and 0.7 ng/ml (serum) on the lx20. Since the lab had previously obtained a low digoxin result on another patient, the lab reran the same samples on the access. The 0.5 ng/ml heparin sample recovered 1.96 and 0.7 serum sample recovered 1.74 ng/ml on the access. The lab believed the access results and reported the 1.7 ng/ml result to the physician. The lab felt the higher access result fits the clinical picture better. The sample was not sent to reference lab for a 3rd method.